Manufacturer narrative:
The customer reported that dimension exl 200 enzymatic creatinine discordant results were obtained for eleven patients, and that results were reported to the physician(s). The customer repeated the same samples on an alternate dimension exl analyzer and noted that the repeat results were considered correct. The customer issued corrected reports. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted no malfunction, and proactive services were performed, including replacing the sample and reagent (r1 and r2) probes and sample transducer. The waste tubing was adjusted, alignments were verified, and no issue was noted. The dimension exl 200 was operating as specified. Siemens is investigating the event.

Event description:
The customer reported that dimension exl 200 enzymatic creatinine discordant results were obtained for eleven patients, and that results were reported to the physician(s). The customer repeated the same samples on an alternate dimension exl analyzer and noted that the repeat results were considered correct. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00271 on 14-oct-2024. Additional information (28-oct-2024): siemens reviewed the quality control (qc) data and showed that qc was recovering intermittently low for both level 1 and level 3 and calibration data was acceptable for the assay. A siemens customer service engineer (cse) visited the site, performed services and resolved the issue. The customer ran qc, and results were within the specified limits. The potential cause of the enzymatic creatinine discordant results was due to failed probes (sample/reagent) and sample mixer. The dimension exl 200 analyzer is performing as specified, and no further evaluation of this analyzer is required. Siemens updated section h6 (investigation conclusions) to reflect the additional information.